Manufacturer narrative:
The device involved in the event has not been returned for evaluation.(B)(4).

Event description:
Treatment of a giant unruptured aneurysm measuring 25mm x 18mm located in the ica (internal carotid artery). The patient's anatomy was severely tortuous. The patient was given dual antiplatelet therapy. On (B)(6) 2014, the patient underwent pipeline embolization treatment. During the procedure, it was reported the pipeline's (4.75mm x 30mm) distal segment could not be opened after it was released from the capture coil. The pipeline could not be opened despite various manipulations and the entire system (pipeline, pushwire, and catheter) was removed from the patient. The treatment was postponed for a later date. The patient was reported to be in ok condition. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The pipeline was returned for evaluation without the pushwire and catheter. The evaluation could not determine the cause of the event as the pipeline was found fully opened; however, the braid was found damaged and may have contributed to the reported event. All devices are 100% inspected for damages and irregularities during manufacture.(B)(4).